Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
The verbiage was inadvertenlty reported as it was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Event description:
It was reported that the "replace generator soon" error message appeared on the patient programmer. Patient requested to get in touch with the local representative. Patient moved to another state. Attempts to follow-up with the patient have been unsuccessful.